Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 4 devices were evaluated in the field and the issue was confirmed; 2 units had broken/damaged components, 1 had a worn component, and 1 had a misaligned component. The devices were repaired and returned. 9 devices were evaluated in the field but the issue was not confirmed; no defects or malfunctions were found. 1 device is pending evaluation. 1 device was not evaluated as the unit could not be located. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 15 </noe> malfunction events, where it was reported the brakes or big wheel was difficult to engage/disengage. There was no patient involvement.

Manufacturer narrative:
The remaining device was evaluated and was found to be exhibiting a different issue (not reportable) than the other devices in this summary report. Therefore, there were a total of 14 devices with the reported issue: 4 devices were evaluated in the field and the issue was confirmed; 2 units had broken/damaged components, 1 had a worn component, and 1 had a misaligned component. The devices were repaired and returned. 9 devices were evaluated in the field but the issue was not confirmed; no defects or malfunctions were found. 1 device was not evaluated as the unit could not be located.

Event description:
This report summarizes 14 malfunction events, where it was reported the brakes or big wheel was difficult to engage/disengage. There was no patient involvement.